Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient developed a skin flap infection and skin overgrowth on the abutment. The patient was treated with topical antibiotics. The patient underwent a procedure on (B)(6) 2013, to have abutment removed and a longer abutment placed. The implanted device remains.